Manufacturer narrative:
(B)(4). Evaluation, results: mi, death.

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted, one in the mid lad and one in the mid rca. Patient's current cardiac status at 30 day follow up was stable angina. Patient was asymptomatic/free of symptoms at 6 month and 1 year follow ups. Patient's current cardiac status at 1.5 year follow up was stable angina. Patient was asymptomatic/free of symptoms at 2 year follow up. It is reported that the patient expired approximately 28 months post index procedure. It is reported that the patient's death was associated with an mi. (Ref MFR # 2953200-2011-00316).